Manufacturer narrative:
Continuation of concomitant products: dtma1q1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had poor cardiac resynchronization therapy due to lead position and patient tissue. The lv lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.